Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was patient reported they were having issues charging their implanted neurostimulator (ins) and the issue began last week. Patient stated they received a new battery pack and when they got the new controller. Patient said they charged the controller and tried to charge the implant with the new battery and the cord felt like it was on fire and it kept timing out and they would have to take the battery out to turn the controller back on again. Patient stated they get a message about memory and now the time was different and the controller went down to 40% from 100% and none of it went to the implant battery in their body. Patient mentioned they were in a lot of pain all weekend because they could not charge the ins. Patient stated she was afraid to use the new battery pack because it seems like the rtm got hot when she used the new battery pack. Patient stated right now she is using the old battery pack. Patient confirmed the controller charges when plug into the outlet. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharging antenna but the relay box got very hot. Controller shows ins red and controller 70%. Agent reviewed device function and assisted patient with correcting the data and time and using the new battery pack and controller shows 50%. The issue was not resolved. It is taking very long time to connect and charge the ins. A request was sent to the repair department to replace the recharger device.